Event description:
Additional information received identified cultures previously taken came back and confirmed there was no infection present. The patient's wound has reportedly healed, and the issue has resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient's ipg pocket incision opened on approximately (B)(6) 2016. As a result, the patient's physician sutured the pocket closed at a later date. The exact date of the procedure is unknown at this time. No additional information was provided to the manufacturer at this time.